Event description:
It was reported that the cable was broken. The cable was returned to the manufacturer. There was no patient involvement.

Event description:
It was reported that the cable was broken. The status of the cable is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. As a result a new cable was provided to the customer. (B)(4).